Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced hypoglycemia with a measured blood glucose of 39 mg/dl after using a ¿less than¿ dinner announcement on the ilet, treated with oral glucose and soda, and the patient often uses ¿less than¿ meal announcements and disconnects the device before exercise; the medical device problem and device component were not specified due to insufficient information. Symptoms included hypoglycemia. Outcomes included unexpected medical intervention with medication required. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to identify a device problem or component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.